Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure event observed during analysis. Final analysis found the lead was partially returned. An outer insulation damaged at 24.5-24.7 cm and 24.6-24.8 -opposite side- from connector pin, consistent with clavicle crush damage. (B)(4).

Event description:
This report is to advise of an event observed during analysis.